Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that 16 episodes of pump speed drops were noted between (B)(6) 2023. The speed was 0 rotations per minute (rpm) for between ~2-13 seconds. Log files captured driveline fault alarms, 29 low speeds, and 38 pump stops. Driveline disconnects occurred 13 times during the low speeds and pump stops. The patient was seen by abbott support and it was confirmed that the green wire of phase a was broken but safe to use. An ungrounded cable was used to prevent short to shield. A percutaneous lead was recommended but the patient was reluctant to have the repair. Pump MFR # 2916596-2023-07665.

Event description:
Additional information was received that the patient's pump was stopped on (B)(6) 2023 due to the driveline fracture. The pump could not be restarted after the controller was changed twice. The pump was successfully weaned. The pump was explanted on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was evaluated due to the reported event of low speed/pump stop events and driveline disconnected alarms. The provided log file contained data spanning approximately 5 days (19oct2023 ¿ 24oct2023 per timestamp). Low speed/pump stop events were intermittently observed throughout the data, and driveline disconnected flags were observed during some of these events. The system controller¿s software version was observed to be version 7.23; with system controller software version 7.23, issues with the driveline can result in false driveline disconnected alarms. Per additional information, the patient has a history of known driveline issues. The type of behavior captured within the submitted log file is indicative of a potential driveline issue resulting from a phase-to-phase short, and these events will be addressed via the pump¿s investigation. The system controller was not returned for analysis. False driveline-related alarms occurring on system controllers with software version 7.23 have been resolved upon upgrading the controller¿s software to version 7.29. Per additional information, the pump was successfully weaned, and the pump was explanted on (B)(6) 2023. The patient was stated to be stable at this time. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 17jun2015. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the backup battery fault alarm. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.